Event description:
Medtronic received information that following the attempted implant of a transcatheter bioprosthetic valve, the valve was safely removed. Following the successful removal of the valve and delivery catheter system (dcs). A non-medtronic valve (edwards sapien 3 transcatheter heart valve) was implanted. Following the placement of the valve a loss of peripheral pressure occurred and a large dissection from the descending aorta to just before the iliac bifurcation. The dissection was primarily treated conservatively because the visceral perfusion was confirmed angiographically. It was reported that the dissection was caused by the implant of the non-medtronic valve. The patient's outcome was reported as good when they left the procedure; however, the patient died a few days later. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).